Event description:
On 6/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not reported but is estimated to have occurred on 6/19/24. On 6/20/24 the cds conducted an ilet training with the user their daughter and caretaker. Prior to training, the user self-started on the ilet on (B)(6) 2024. The daughter reported the user was experiencing both high bg levels and lows in the 40s mg/dl. The user's low bgs were treated with glucose, presumably with assistance. The cds set up the ilet app during training and it was observed that the user was excessively announcing meals (averaging 10.5 times/day). After an ilet factory reset and thorough education on meal announcements, the user is reportedly doing well. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. There were 21 meal announcements delivered in a ~5-hour time span during these episodes of hypoglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a misunderstanding of the meal announcement feature, due to the user not going through training prior to starting the device. Their device was factory reset and they completed a full training after this event.